Event description:
P23-151 nursing assistant who, while assisting the institution's hematologist to perform a bone marrow biopsy on a patient, when he was preparing to discard the medical device, when encapsulating the needle in the "safety shoes", it did not fit, so the assistant removed the needle again and tried again, but the ¿safety shoe¿ opened, causing the nurse to puncture herself, creating a puncture wound with the biopsy needle.

Manufacturer narrative:
Sample is not available for return. Argon is investigating this reported event and submit a follow-up report upon investigation completion.

Event description:
P23-151 nursing assistant who, while assisting the institution's hematologist to perform a bone marrow biopsy on a patient, when he was preparing to discard the medical device, when encapsulating the needle in the "safety shoes", it did not fit, so the assistant removed the needle again and tried again, but the ¿safety shoe¿ opened, causing the nurse to puncture herself, creating a puncture wound with the biopsy needle.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot number was conducted. There were no deviations or nonconformances noted. The customer has stated that no sample is available to return for evaluation. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for determination of cause for failure and necessary corrective action. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Manufacturer narrative:
UDI related data quality updates only.